Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. It was stuck in a motor error alarm loop during bolus/basal and motor position encoder error alarm in the history. The motor was tested outside and passed. It may have had intermittent failure that was not detected. The drive support disk had no anomaly. Unable to perform the excessive no delivery test due to the motor error alarms. It had cracked case display window corners, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 30 mmol/l. They were able to rewind the pump but had two motor errors and several no delivery alarms in the last thirty days. Troubleshooting was performed. The device was returned for analysis.